Event description:
Note: the tilt is not from invacare. The tilt is from amylior. Facts were given by the (B)(6) field service department (irm) was that chair caught fire, end user was using chair at the time ((B)(6), 2014) but nothing happened to end user. Damage occurred on chair.

Manufacturer narrative:
This is a follow up to the initial 3500a submission, manufacturer report number 1525712-2015-00464 submitted on (B)(6) 2015. The seating system on this 3gar power chair was not an invacare product, therefore, the previous filing was not related to an invacare product. There was no malfunction of the invacare 3gar power chair base. The power chair was returned to invacare for an evaluation. The invacare engineering evaluation stated: the 3gar was reviewed on (B)(6) 2015. Per the chair shipping report, the chair was shipped to (B)(6) as a ¿base only¿ system with the mk 6 electronics. An amylior power elevating system was added at a later date. Fire damage was isolated to the underside of the amylior power elevating seating system where the mk 6 network connections were made. There were 3 mk 6 network connectors located at this point. These connectors were for the joystick, the controller interface cable and what appear to be the 24v power take off cable. Damage also occurred the plastic shroud that cover the mk 6 motor controller. The 24v power take off cable provided dc power to the amylior seating system. This cable and the mk 6 joystick cable were routed and bundled together back under the power elevating seating platform. The location of the bundle appears to be in an area that whenever the power elevating seat was used, the platform would ¿smash¿ the bundle. This ¿smashing¿ over time caused damage to one of the cables in the bundle. This eventually led to a short circuit, possible a low current resistive short. This type of short would draw a continuous low current through the cable. This current would pass through the mk 6 network connectors and the controller interface cable. Since all of the network cables were bundled together at one point, the current would generate an ¿over heating¿ event that would cause the insulation on one of the cable to melt which would lead to a second short circuit. While the initial short circuit may not have developed into a fire, the location of the second short circuit most likely lead to an ¿arc to char¿ condition which eventually began burning. This fire also caused the damage to the plastic controller shroud. Invacare power chairs are shipped with a wire routing guideline which identify locations of potential wiring pinch points. Dealers are to use this guide when making modifications to the power wheelchair for the purpose of proper wire routing. Since this chair did not have an invacare power seating system on it when it left our factory, the wiring of this chair was not completed until the amyliar system was added. This allowed for the wires/ cables to be routed in an unsafe path that allowed the wires/ cables to be ¿smashed¿, which eventually lead to a short circuit.

Event description:
Note: the tilt is not from invacare. The tilt is from (B)(4). Facts were given by the ramq field service department (irm) was that chair caught fire, end user was using chair at the time ((B)(6) 2014) but nothing happened to end user. Damage occurred on chair.